Event description:
For the first two months after implant, the implanted system worked well covering her low back pain. Subsequently the stimulation would not stay in the correct area. The patient experienced pain and too much coverage and in the wrong areas, especially her thighs, feet, and stomach. The device was reprogrammed multiple times by three different manufacturer's representative. The patient went through a very stressful time with at least one programming session each month. The patient had back fusion surgery (l2, l3) in 2008. She was told that two wires had broken and her system was removed. The lead fractures did not show up with fluoroscopy (date not reported). The patient hadn't experienced any falls. Following explant, the patient suffered from radial nerve palsy. The nerves were not permanently damaged. The patient went to therapy for three months to cure the problem and she had a lot of additional pain during that time. The patient was feeling much better since her back fusion surgery. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.